Event description:
The customer questioned magnesium results for one patient. The following was provided: serial number (B)(4)generated result for sid (B)(6) initial results: 0.79 mmol/l. Repeat on serial number (B)(4): 0.50 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further review the suspect medical device was determined not to be the alinity c processing module, 03r67-01. MDR number 3005094123-2022-00088 will contain the device evaluation on the magnesium reagent, 08p19-34. H3 other text : after further review the suspect medical device was determined not to be the alinity c processing module, 03r67-01. MDR number 3005094123-2022-00088 will contain the device evaluation on the magnesium reagent, 08p19-34.